Event description:
It was reported that during a coronary stenting treatment procedure, balloon deflation difficulties occurred. Access was obtained through the radial artery. The 80% stenosed, eccentric and de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). The lesion was not predilated. First a taxus liberte 4.0x32mm stent delivery system (sds) was advanced. The stent was deployed in the distal rca. Next a liberte 4.5x20mm sds was advanced to the mid rca. The stent was deployed at 12atms/15sec and overlaps the first placed stent. However the balloon would not deflate. The physician pulled negative with "many attempts" and the balloon still did not deflate, therefore the whole system was removed together. The stent was not affected and it remains implanted. During the removal process, the patient had pain in their arm. Due to this the patient was sedated with nubain. The patient has been discharged from the hospital and is in good condition.

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed that the liberte stent delivery system (sds) was received inserted through a 6french guide catheter and non-bsc introducer sheath. There was a shaft break in the liberte sds located approximately 21mm proximal to the distal edge of the strain relief. The proximal section of the break was not returned for analysis. There were minor kinks noted along the length of the hypotube. An examination of the midshaft section of the device revealed that the port site was stretched. A stretched and kinked catheter was also confirmed based on the examination of the exposed inner and outer extrusions. The balloon was returned inflated with liquid and distal to the introducer sheath therefore it was not possible to withdraw the balloon out from the introducer sheath. The distal shaft was dissected and the matt finish area of the proximal weld region was examined; this examination confirmed that no focal necking had occurred inside the matt finish area. It was not possible to load a 0.015 inch product mandrel through the tip or wire lumen as the tip and lumen were stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, balloon deflation difficulties occurred. Access was obtained through the radial artery. The 80% stenosed, eccentric and de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). The lesion was not predilated. First a taxus liberte 4.0x32mm stent delivery system (sds) was advanced. The stent was deployed in the distal rca. Next a liberte 4.5x20mm sds was advanced to the mid rca. The stent was deployed at 12atms/15sec and overlaps the first placed stent. However the balloon would not deflate. The physician pulled negative with "many attempts" and the balloon still did not deflate, therefore the whole system was removed together. The stent was not affected and it remains implanted. During the removal process, the patient had pain in their arm. Due to this the patient was sedated with nubain. The patient has been discharged from the hospital and is in good condition.

Manufacturer narrative:
(B)(4)